Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient sought medical attention due to communication and activation issues between the omnipod 5 controller and the pods. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to clementine children's hospital on (B)(6) 2024 due to communication and activation issues between the omnipod 5 controller and the pods (4 pods were lost due to the issue noted). The patient was not diagnosed with any symptoms, but was treated with insulin pens until a new omnipod 5 controller arrives. The patient was discharged on (B)(6) 2024.